Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 1158, competitor implantable pacing lead, (B)(6) 2010; a 7122, competitor implantable tachy lead, (B)(6) 2010. (B)(4).